Event description:
Device malfunction: filter entangled with two non-abbott catheters. Time of malfunction: during procedure. Symptoms/ae: intervention to disentangle the devices. It was reported that after the emboshield filter was deployed distal to the lesion in the left internal carotid artery bifurcation, during the pre and post dilatation with non-abbott dilatation catheters, the catheters became entangled with the filter. On both occasions, a buddy wire and another non-abbott dilatation catheter were used to untangle the filter and balloon. Due to the entangled devices, the procedure time was extended for approximately twenty minutes. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device has been received. Investigation has not been completed.